Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator could not go into the service menu. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator could not go into the service menu. It was reported that when the accept button was held down, the device powered on. The rse noted that when the accept button is released, and pressed again the device should go into diagnostic mode. It was noted that the suspected device would only power on to ventilation mode. The rse recommended replacing the switch board and provided the customer with the part number for a replacement. The investigation is ongoing.